Manufacturer narrative:
Batch review performed on 22 march 2021: lot 125368: (B)(4) items manufactured and released on 28-jan-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs director. Acetabular component revision performed 8 years after cementless total hip arthroplasty in a (B)(6) year old woman due to cup mobilization. Cup position after implantation cannot be assessed on the basis of images received. According to the report, the patient is overweight ((B)(6) kg) and suffered from avascular necrosis (avn) and dysplasia: these conditions have probably contributed to the cup loosening. We cannot determine the causes of this failure, but we see no reason to think that the prosthetic implant was defective.

Event description:
The patient returned to the surgeon due to pain. Investigations showed that the cup had migrated. The revision surgeon explained that he believed this was due to the patient original diagnosis of avascular necrosis (avn) and dysplasia. The bone was soft in the acetabulum and the patient has a high weight. 7 years and 11 months after primary the surgeon revised successfully the acetabular components and the ceramic head.